Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient's car is having some electrical problems and they think it may be interfering with their stimulator. The patient stated that they had it happen 2 times when their car caused the heated seats to come on and the patient had noticed that they stopped feeling stimulation in their legs so stimulation had completely stopped. The patient stated that both times stimulation came back on within 5 minutes or so. The patient was told to check the therapy status if the issue happened again. No further complications were reported or anticipated.